Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, due to an unsuccessful insertion of the electrode array. The patient was reimplanted with another manufacturer's device during the same surgery. This report is filed february 9, 2016.

Manufacturer narrative:
Correction: the device was rejected at surgery, not explanted as initially reported. This report is filed april 26, 2016.

Manufacturer narrative:
This report is filed january 14, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested; however, has not been made available as of the date of this report, january 14, 2016.